Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the ceramic part of the unit broke off into the patient. It was further reported that the part was retrieved.